Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated they were able to resolve the alarm with a complete set change. The customer also reported they would wake up at night and find their insulin pump suspended for the past hour. Customer also reported their insulin pump would go into threshold supsend due to inaccurate blood glucose readings. Customer's blood glucose was 124 mg/dl and their sensor glucose was 68 mg/dl. Customer stated they were able to resume insulin pump therapy at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.